Manufacturer narrative:
Retainer ring = black customer returned insulin pump for an alleged critical pump error (open book image) alarm, pump error 35 alarm, and moisture damage found on (B)(6) 2021. Device was received with a frozen (medtronic logo) display after battery installation. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test, download the trace/history files, or verify pump error 35 alarm due to frozen display. Device was cut open to perform visual inspection. Moisture damage was found on the electronic assembly (electrical board 1 and electrical board 2), the motor and force sensor. Electrical board 2 was swapped out, cleaned electrical board 1 with isopropyl alcohol, and the pump powered up properly. Blank display is due to moisture damage on the electronic assembly (electrical board 1 and electrical board 2). The force sensor zero offset is within specification and a test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, missing display window cover, stained serial number label, pillowing keypad overlay, and cracked battery compartment. Device was received with a frozen display (medtronic logo) due to moisture damage. The critical pump error (open book image) alarm and pump error 35 alarm are unknown due to a frozen display. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a broken force sensor detected during seating or regular delivery. Customer stated insulin pump was in pocket and started vibrating. Customer removed battery and reinserted battery then insulin pump gave the error. Customer stated there were in the water about 50 minutes prior to the alarm coming up. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.